Event description:
It was reported that approximately one year post implantation of a vascular stent in the right sfa, x-ray imaging demonstrated a stent fracture. A stent graft was placed for treatment. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.